Event description:
Subsequently additional information was recieved stating that this device was taken out of service for normal battery depletion. No adverse patient effects reported from the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the device underwent functional testing. While undergoing testing the device sensed and responded appropriately to applied stimuli. This device met specification.

Event description:
Boston scientific received information that this implantable device was oversensing resulting in asystole. This only occurred during intrinsic beats. Thresholds were reported as normal. Boston scientific technical services was contacted whom recommended programming changes which were implemented. Currently this device remains implanted and in service. No adverse patient effects reported.

Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.